Event description:
On (B)(6) 2022 a patient underwent an anterior cervical discectomy fusion procedure at c4/5 without issue. On (B)(6) 2022 the patient started to experience numbness in feet. On (B)(6) 2022 the patient experienced debilitating pain, numbness and tingling in his extremities and was admitted and treated for identified bilateral pulmonary embolisms and horner's syndrome. On (B)(6) 2022 the patient started experiencing extreme fatigue, lack of hunger and nausea. On (B)(6) 2022 the patient spoke to surgeon about his preexisting allergy to nickle and cobalt and was treated with steroids and the symptoms slightly improved and additional allergy evaluation is underway and requesting product material listing for continued evaluation.

Manufacturer narrative:
No device was returned nor radiographs or lab reports provided so the complaint was not confirmed. Review of the reported event identified a bilateral pulmonary embolism and possible allergic reaction took place postoperative of a nuvasive procedure. The patient is reportedly allergic to cobalt and nickel and a manufacturing review was conducted for the material numbers sold for this case, where it was confirmed that neither cobalt or nickel were utilized in the listed devices. Though no root cause has been identified for these reported complications, they are identified in the device labeling as known possible complications. The patient is currently being treated by an allergist and an additional report will be filed should more information become available. No additional investigation can be completed at this time. Labeling review: "...contraindications: 3. Patients with known sensitivity to the materials implanted. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves, epidural hematoma; pulmonary emboli..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, proximal junctional kyphosis, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, tissue reactions including macrophage and foreign body reactions adjacent to implants, infection, decrease in bone density due to stress shielding, degenerative changes or instability of segments adjacent to fused vertebral levels, malalignment of anatomical structures (i.e. Loss of normal spinal contours or change in height), pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..." "...pre-operative warnings: 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..." H3 other text : left in-situ.